Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that programmer would shut down. It was indicated that when the radiofrequency head was plugged into programmer, and the head cable was manipulated, the programmer would shut down. It was also confirmed that the power cord bay assembly had broken latch tabs.

Event description:
It was reported that the programmer would "short out" or power down intermittently. It was also reported that the power cord door required repair. The programmer was returned for service. No patient complications have been reported as a result of this event.